Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure, the bio ranger ptca balloon catheter balloon ruptured. The pressure was unable to be increased to 8 atms on the first inflation. When the physician removed the balloon, he noticed that it had ruptured. The lesion being treated was in the proximal right coronary artery (rca). An arrow 8f introducer sheath, a neos miracle12 guidewire, a mach1 hs guide catheter, and an encore inflation device were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.